Event description:
It was reported that the remote monitor transmission came through without any non-magnet egm (electrogram) for the device. There was no indication that telemetry occurred at all for non-magnet. The magnet egm showed some telemetry breaks in the rhythm. A re-transmit of the transmission was recommended, but it was not performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.